Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" the testing was performed on strips sent to the customer as a result of a previous complaint.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009. Per event details. Time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and ref values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter was returned. In-house investigation results: meter power up passed. Temp sensing passed. Meter functional test passed. Visual inspection passed. Product deficiency not established. No further action required. As of 10/23/2009, 6 discrepant result complaints were reported for lot # 214531 yielding a complaint rate of 0.010%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required as product deficiency was not established.